Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer was using fiasp brand insulin which is considered off label use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.